Manufacturer narrative:
External insulation abrasion was noted at 7.6-7.8cm and 8.2-8.5cm from the electrode tip, consistent with lead friction to another device. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 9.2-11.2cm and 12.1-14.3cm from the electrode tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during elective removal of the ICD due to lung cancer, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was explanted.